Manufacturer narrative:
Upon receipt at boston scientific's post-market quality assurance laboratory, the device had no telemetry and a memory download could not be performed. The casing of the device was removed and visual inspection identified a swollen battery. An external power supply was attached and no high current condition was identified. Firmware was reloaded and the device was programmed out of storage mode. The battery current drain measurement remained within a normal range. The device was able to pace, sense, charge and deliver a full energy shock. The device remained active for 24 hours at room temperature and no high current was recorded. The no telemetry condition was attributed to a depleted battery. However, the root cause could not be determined as the device function was normal throughout the analysis.

Event description:
Boston scientific crm received information from an implant form ((B)(6) 2010) that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. The device was received at boston scientific's return products department in (B)(6) 2010.